Manufacturer narrative:
An investigation was performed. The vitek ms system data files were analyzed. Vitek ms results : -spot f4 = no identification. -spot g1 = single choice to clostridium difficile. Other identification method : -vitek 2 anc card = low discrimination actinomyces naeslundii - actinomyces neuii. -dna sequencing = actinomyces europaeus. * investigation findings: the system was operational during the tests the sample preparation was quite heterogeneous and has to be optimized. *suspected root cause of the issue : non optimal spot preparation. * results interpretation: actinomyces europaeus is in the vitek ms v3.0 us knowledge base clinical use 161150-870 - a user manual but actinomyces europaeus is not expected to provide an identification as clinically validated species. As written in the vitek ms v3.0 us knowledge base clinical use 161150-870 - a user manual: "additional laboratory tests as determined by microbiology laboratory protocols for low discrimination results or non-clinically validated organisms are necessary for the completion of the organism identification." The customer data was reprocessed with next vitek ms kb version in development gave the correct identification results. * probable root causes: non optimal spot preparation (sample spot preparation has to be optimized).

Event description:
A customer from the united states reported a misidentification in association with the vitek® ms instrument. The customer stated the isolate was grown anaerobically at 37c° on brucella agar for 48 hours. The vitek ms identified the organism as clostridium difficile. It was also identified as an actinomyces by a vitek 2 anc card and as actinomyces europaeas by dna sequencing. The customer stated the incorrect result was not reported. No patient information was provided.